Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of shock while connected to the mobile power unit could not be confirmed. Event details indicated the patient at home connected to the mpu-37970, while his ICD went off, 3 times an irregular shock. The mobile power unit was exchanged. Mobile power unit (serial # (B)(6)) was received and was tested together with laboratory equipment. The reported event could not be reproduced and a root cause for the reported event cannot be conclusively determined through this analysis. Preventative maintenance was performed. Performed all tests as per procedure, which passed all testing. The mobile power unit will be returned to the loaner pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) shipping information was unavailable. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn. Under section 3 ¿powering the system¿, risk of electrical shock is listed in the caution, ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords.¿ ¿do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's implantable cardio-defibrillator went off three times for an irregular shock. The patient was unsure and they went to the hospital where the mobile power unit (mpu) was changed for a new one. The mpu would be returned for evaluation.